Event description:
The head nurse reported to the sales rep that they could not lock the sleeve to the gamma3 targeting arm.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.